Manufacturer narrative:
(B)(4).

Event description:
It was reported that a needle retraction issue occurred. When inserting the sensor into the abdomen on (B)(6) 2021, the needle failed to retract, and the patient sustained a ¿hole¿ which resulted in scarring. The needle retraction issue occurred (B)(6) 2020 and the patient reported scarring in (B)(6) 2021. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Although the patient reported scarring at the insertion site, upon further review of this complain, this event does not meet the criteria of having a serious injury, being life-threatening, resulting in permanent impairment of a body function or permanent damage to a body structure, or necessitating medical or surgical intervention to preclude such impairment or damage, as the tiny scar left by the needle puncture would be considered trivial impairment or damage. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)